Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the implantable cardioverter defibrillator was oversensing what was believed to be either myopotentials or external electromagnetic interference. Reprogramming was discussed but did not occur. The patient was asymptomatic to the event.